Manufacturer narrative:
Additional narrative:(B)(4). Device used for treatment and not diagnosis.the investigation of the torque limiter shows full conformity to the specifications. The measured torque value is within the valid tolerance. Therefore we are not able to determine the reason for the reported problem. No product fault could be detected. (B)(4): placeholder.

Event description:
A hospital in (B)(6) reported a patient was being treated for a clavicle diahyseal fracture. The surgeon inserted a 2.7 locking screw using a driver with torque limiter. The surgeon did not hear the final click tightening the screw and was unsure if the screw was tightened correctly. This report is #1 of 3 for the same event.

Manufacturer narrative:
Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn.

Manufacturer narrative:
Device used for treatment and not diagnosis. It is not possible to perform the DHR review as the lot number does not exist in the synthes system for this part number.